Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced occlusion issue. The pump blocked issue was related to a kinked tube and there is blood in the tubing. No further information is available.